Manufacturer narrative:
(B)(4). Batch # p94f79. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. In addition the device was opened and closed without difficulty. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
About an hour after the operation started, the click sound of the harmonic hd1000i began to disappear. There was no problem at the beginning of the surgery, but as the clicking sound disappeared, the trigger area began to become very stiff. This made it difficult to perform effective surgeries, and the fatigue of surgeon's hands was sharply increased. Dr. Decided that it would be difficult to continue the operation and decided to use a new device and completing the existing equipment. Adverse events of the patient are not currently reported. Patient consequence? :no.